Manufacturer narrative:
At this time, this lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead exhibited high pacing thresholds. Functional undersensing was reported. A lead revision was performed. During revision procedure helix was unable to be fully retracted. This lead was therefore explanted and replaced. No additional adverse patient effects were reported.